Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that customer was not able to release battery cap. Customer received a battery out limit alarm and was not able to clear, and as a result, customer went to the hospital for high blood glucose. High glucose levels was not given. Call was disconnected.